Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack testing. Initial testing at guidant's reliability assurance laboratory revealed a low monitoring voltage.